Event description:
Balloon ruptured on second inflation during aortic coarctation procedure. Unable to remove balloon from artery without damage. Transported to o.r. For removal. Occurrence type: misadventure. Pt injury type-potential minor.